Event description:
It was reported that during the implant there was evident helix extension and retraction issue and after two repositioning attempts the helix of this right atrial (ra) lead would not retract. In addition, loss of capture was noted as well as high pace impedance measurements. The lead was thus not used and after implanting a new lead the procedure was completed with no issue. This lead was expected to be returned. No adverse patient effects were reported.